Event description:
The customer states that patient samples processed using an architect c8000 analyzer generated questionable results. The customer then retested chemistry qc panels and found that qc results were out of acceptable range for several assays. One patient generated a falsely low sodium result of 103 mmol/l and yielded a repeat value of 117 mmol/l. The re-drawn sample was then retested at an alternate facility (test method not provided) yielding results in the normal range (no specific data provided). No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.